Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetes ketoacidosis on (B)(6) 2019 with blood glucose of 420 mg/dl. The current blood glucose level was 209 mg/dl. The customer experienced symptoms such as (B)(6) results in ketones test, nausea, vomiting, abdominal pain, difficulty breathing and red face. The customer has been using insulin pump system within 48 hours of reported high blood glucose. The customer treated with insulin pump. The insulin pump will not be returned for analysis.